Event description:
The customer called to report that his pod had initiated an occlusion alarm, though no kink or blood was seen in the cannula. At the time of the occlusion, he experienced a high bg (278mg/dl). The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.